Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the nurse found that the arterial end and the transparent extension tube had blood seeping through the junction. There was no patient injury.

Event description:
According to the reporter, during treatment, the nurse found that the red arterial end and the transparent silicone extension tube had blood seeping through the junction. It was stated that catheter has only been in place for a week and the clamps are moved after each treatment and the cleaning agent used was povidone iodine. It was stated that catheter was replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
Additional info; d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the nurse found that the red arterial end and the transparent silicone extension tube had blood seeping through the junction. It was stated that catheter has only been in place for a week and the clamps are moved after each treatment and the cleaning agent used was povidone iodine. It was stated that catheter was replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the nurse found that the red arterial end and the transparent silicone extension tube had blood seeping through the junction. It was stated that catheter has only been in place for a week and the clamps were moved after each treatment and the cleaning agent used was povidone iodine. It was stated that the catheter was replaced with a new one. There was no reported patient injury.